Event description:
The patient presented with an aneurysm in the popliteal artery on the right side. An anterograde approach was used where two gore® viabahn® endoprostheses were inserted through a 12 fr introducer sheath over a 0.035 guidewire. It was reported to gore that when the first viabahn device was implanted distally, close to the tibial anterior artery, a good blood flow and a light device movement proximal to the aneurysm was observed. The second viabahn device was implanted with an overlap of 2cm proximal to the first one. A balloon dilatation was performed. During the final angiogram control a retro supplying or a leak at the device overlap was observed. Visual an overlap of the two devices were observed but in fact the proximal viabahn device was implanted parallel to the distal one. Several attempts were made to reach the distal medical device with the guidewire. The procedure was stopped at this time and the patient is considered to have an open surgery bypass procedure within the next days.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.